Manufacturer narrative:
Noriyuki kitagawa, md, phd, akira shimizu, md, phd, akira yamada, md, phd, koji kubota, md, phd, tsuyoshi notake, md, phd, hitoshi masuo, md, phd, shiori yamazaki, md, shohei hirano, md, yoshiharu yokokawa, rpt, phd, and yuji soejima, md, phd. "Usefulness of MRI t1 mapping in predicting postoperative pancreatic fistula after distal pancreatectomy." Pancreas, volume 54, number 6, july 2025. Doi: 10.1097/mpa.0000000000002471 d10 concomitant products: unk-sigadapt, unknown signia egia adapter, (lot number: unknown) unknown egia su, unknown endo gia sulu, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 39 cases of distal pancreatectomy for benign and malignant diseases of the pancreatic body and tail was completed between 2018 and 2024. Robotic, laparoscopic and open procedures were utilized. The stapler with 60mm black or purple staple loads or competitor products were used to close the pancreatic stump. Complications mentioned include intraoperative bleeding, postoperative pancreatic fistulas and surgical infection. Interventions included blood transfusion, prolonged surgery, prolonged hospital stay, medication, percutaneous drainage, and prolonged drain.